Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: external stress to the device such as bumping during handling of the device, leading to irregular load to the image sensor unit since defects of the bending part of the insertion section and chipping of the video connector were observed. In addition, another probable cause is electrical contact failure with the system. A definitive root cause could not be determined. The event can be prevented by following the instructions for use which state: instructions for ltf-s190-5 operation manual chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿ ¿¦inspection of the endoscopic image¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the flex deflectable videoscope displayed no image due to wear on the electrical contacts of the video connector or damage to the imaging unit. There were no reports of patient involvement.